Manufacturer narrative:
Initial reporter address: (B)(6). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Patient atherectomy was performed using a diamondback 360 coronary orbital atherectomy device (oad) to the proximal and mid- segment of the right coronary artery (rca). The patient experienced bradycardia. Cardiopulmonary resuscitation was performed, followed by placement of a wire in the indwelling venous sheath. Emergency transvenous temporary pacing resolved the bradycardia. A temporary pacing catheter was retained for the remainder of the procedure, including for atherectomy treatment in the left coronary artery (lca). The patient was discharged the next day.